Event description:
Customer reported she is able to rewind the insulin pump and fill the tubing but the device goes back to rewind screen. Customer changed the infusion set the day prior but because her blood glucose value was high, she changed it again. Customer is stuck in the prime rewind loop and insulin is squirting out during the manual prime. Blood glucose value was 352 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.